Event description:
Cystoscopy being performed by urologist. After stent placement a tiny piece of plastic debris was observed floating in the bladder. It was removed in its entirety by the urologist. No further pieces were present after examination. The examination of the catheter used revealed a missing segment that matched the character of the debris. Route: urethral. Dates of use: (B)(6) 2010. Diagnosis or reason for use: kidney stone.